Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears, which was acknowledged and understood by the caller.